Event description:
Procedure: open humerus fracture with placement of ebi external fixator. During hand placement of the pin the head of the pin simply torqued off, leaving the threaded portion of the pin completely within the humerus. Left in bone.